Event description:
The customer reported that the system was not saving cine runs. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The following components were replaced: the cpu, video controller board, system interface board, image processor board, generator interface board, display adaptor board and hard drive. The system was then found to be operating as intended.